Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report an early sensor shutoff. While pt was trying to start a sensor session and while he was waiting for the required initial startup period (two hours), pt experienced a hypoglycemic event. Paramedics were called and pt was administered an IV but declined hospitalization. A review of pt's data charts indicates that pt was trying to restart a previously used sensor, against device recommendation, when he experienced his hypoglycemic event. During his call to dexcom technical support pt reports feeling fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.